Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. It would appear from the review of the DHR and the material analysis the instrument fractured due to excessive force and worn beyond it's useful life. Instruments shows wear with scratches on the body and impact plate. Review of the complaint history determined that no further action is required as no were trends identified. Root cause determined to be customer error, etc : instrument damaged or worn beyond useful life. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation: under care and handling of instruments, number 1 states, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling. Care must be taken to avoid compromising their exacting performance." (B)(4).

Event description:
It was reported that during a reverse shoulder procedure on (B)(6) 2014, the impactor handle fractured during use. This occurred while impacting the baseplate into the patient. Nothing fell into the patient and there were no reported delays greater that 30 minutes.